Manufacturer narrative:
The ipp led board was replaced for a new one, issue corrected, no problem since then.

Event description:
Hamilton medical ag received the following event description from the hospital report : "alarm lamp test yellow alarm lamp was not working in standby mode, ventilation mode and test mode.".